Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report number: 3006705815-2020-00250. It was reported that the patient complaint of stimulation at the wrong location. Reprogramming was attempted to no avail. The patient underwent surgical intervention wherein the entire system was removed.